Event description:
It was reported that the implantable cardioverter defibrillator delivered therapy for svt and p- waves were falling in the blanking causing device rate branch to determine v>a. Further information was requested, however, was not provided.